Manufacturer narrative:
(B)(4). Patient age not provided. Patient weight not provided. Event date not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the implant was removed due to being too close to the mental foramen.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One tapered screw-vent implant (tsvt6b10) was returned for investigation. Visual evaluation of the as returned implant identified signs of use (bone tissue) but no apparent signs of malfunction. Functional testing could not be performed for the reported failure (medical other ¿ too close to mental foramen). However, measurements were taken using a caliper (ID: cal1831, 02-sep-2022). Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. No pre-existing conditions were noted/reported. The reported device had been placed on tooth number #18 approximately 2 weeks. X-ray & picture evaluation: none provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. Additionally, pain, edema and inflammation are listed as adverse effects of implantation. Additionally, poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systematic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. DHR review: DHR review for the lot (1247694) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization records (op#150). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (1247694) for similar events (complaint category keywords: medical: other (too close to mental foramen) and no other complaint was identified. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.